Event description:
It was reported that a patient presented at the e.r. Due to multiple high voltage therapies. Vt and vf episodes showed oversensed noise and low impedance measurements from therapies as less then 10 ohms. Possible insulation breach suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.